Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii unraveled. The hosp did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformity recorded in the log history. There are no other similar complaints reported against this batch. (B)(4).